Event description:
Event description guidant received information that the shock lead impedance measurements for this defibrillation lead have been intermittently variable (i.e. Reported to be less than 20 ohms to as high as 39 ohms). All other lead diagnostic measurements were reported as normal. The patient has not received a shock. The device has been implanted for 55.7 months and the patient is pacemaker-dependent.